Manufacturer narrative:
The technician investigated the alleged incident and the account stated the patient crawled over the side rail twice and the bed did not alarm. There was no report of any injury. Per the hill-rom user manual, warning: the patient position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound patient risk assessment and protocol to prevent personal injury. The technician found the bed to be fully functional. The technician tested the bed exit with the assistance of the account and the bed exit set and alarmed each time it was tested. No repair needed. Based on this information, no further action is required.

Event description:
The account reported a patient fall from the bed. The account did not know if there was patient injury at this time.